Event description:
Customer states that there is no suction but she hears the motor. She tried troubleshooting per website, there was no suction. It is unclear if troubleshooting was performed or if issue was resolved or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used)

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.